Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, moderately tortuous, 90% stenosed mid right coronary artery. While using a whisper ls guide wire, the tip of the wire was unable to be manipulated due to thermal sagging [separation]. An unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the reported thermal sagging was a lack of support as the tip of the guide wire was too soft or flexible. No additional information was provided.

Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported materials too soft, flexible appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that during advancement through the mildly calcified, moderately tortuous, 90% stenosed anatomy, the guide wire tip kinked resulting in the thermal sagging or support issues. There is no indication of a product quality issue with respect to manufacture, design or labeling.h6: medical device problem code 1506 was removed.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, moderately tortuous, 90% stenosed mid right coronary artery. While using a whisper ls guide wire, the tip of the wire was unable to be manipulated due to thermal sagging [separation]. An unspecified guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.